Event description:
It was reported by the prestataire that a needle mechanism failure occurred. The patient's blood glucose level rose to 330 mg/dl. No medical assistance was required. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as a valid product lot number was not provided.

Event description:
It was reported by the prestataire that a needle mechanism failure occurred. The patient's blood glucose level rose to 330 mg/dl. The pod was worn between 1 and 4 hours. No medical assistance was required. No further information was provided.